Manufacturer narrative:
Title comparison of early mechanical and infective complications in first time blind, bedside, midline percutaneous tenckhoff catheter insertion with ultra-short break-in period in diabetics and non-diabetics: setting new standards source peritoneal dialysis international, volume 36, 2016 (655¿661) article number: 6 date of publication: 4 february 2016. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to literature source of study performed from january 2009 to december 2013, the authors report their findings on the complications of short break in period for pd catheter insertion in 256 diabetic and non diabetic patients. As reported, early complications occurring within 4 weeks of pd catheter insertion are poor catheter outflow in diabetics and 16 non diabetics, catheter migration was also significantly higher in the non diabetic group (11) vs (2) in the non diabetic, catheter reinsertion/repositioning was significantly lower in the diabetic group (5 vs 16),. It was also stated that other complications include omental wrap (5), catheter luminal clot (1), intra-abdominal adhesions (2), cause unidentified (2), dialysate leak (16), visceral injury/mesenteric tear (1), bleeding/exit-site bleeding (1), rectus sheath hematoma(1), early peritonitis(3), overall early mechanical complications (40), primary catheter non function (24).